Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that they were seen by a specialist in periodontics. They provided a letter of recommendation from the doctor that found the patient to have generalized soft tissue inflammation with moderate to advance periodontal probing depths. A slight mobility pattern was present at most teeth while moderate at teeth #19, 30 & 31 and advanced at teeth #9 & 10. Radiographs revealed horizontal bone loss, sub-gingival calculus deposits and close root anatomy at the 2nd molars. Deep scaling and root planing was completed with moderate response to treatment. Further treatment on the patient's plaque control and will begin three-month maintenance intervals. It is not recommended that the patient continue the orthodontic treatment since they are periodontal unstable and especially with mobility patterns as noted.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.